Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance has been unstable since the device was replaced; impedance of greater than 200 ohms seen at times. The lead is still in use. No patient complications have been reported as a result of this event.